Manufacturer narrative:
This lead was capped on (B)(6) 2021 for a non specific product performance issue. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead rv lead displayed noise. There is no indication of a lead revision. Should additional information be received, this file will be updated.